Event description:
As it was reported by the affiliate: the physician and his scrub nurse, pulled a cypher from the hoop and attached it to the indeflator. The physician always pulls the indeflator into negative before he proceeds. He found that the indeflator did not pull the suction properly. The physician replaced the indeflator and the manifold and stopcocks. After these replacements, the indeflator was still having difficulty pulling negative with the stent. They then noticed that the hub of the stent had a crack in it. Rewritten: after removing the cypher sirolimus-eluting coronary stent from the hoop of the packaging product, the physician attempted to pull the indeflator into negative before proceeding; however, suction was not being pulled properly. Therefore, the physician replaced the indeflator, the manifold, and the stopcocks. After these replacements, the indeflator was still having difficulty pulling negative with the stent delivery system (sds). It was then; a crack was noticed in the hub of the sds. The product was not used on the pt; therefore, there was no pt injury. The procedure was completed with a same like product. The physician was to perform a percutaneous coronary intervention (pci) procedure.

Manufacturer narrative:
This product has been received, but analysis has not begun. Additional info will be provided within 30 days of receipt. See scanned page.